Event description:
It was reported the patient went through withdrawal years ago; however the exact time frame was not known. The cause of the event, what exact symptoms the patient was having, what the event was attributed to, actions taken to resolve the event, and patient outcome were not reported. The pump was being used to deliver intrathecal baclofen therapy. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n160642004, implanted: (B)(4) 2008, product type catheter .